Event description:
A physician reported a pt who was skin tested on 16 february 1999 with no response and subsequently treated in the glabella and nasolabials on 16 march 1999. On 29 march 1999 the pt developed redness and induration in the glabella and nasolabials. The pt was treated with zyrtec, calcium, tavegil, and "cooling" on 15 april 1999 which was effective. The symptoms were resolved on 16 july 1999. The local symptoms were considered by the physician to be product related.